Event description:
Report 2 of 2. Consumer reported upon removal of a tampon, a piece of the applicator and a piece of the pledget remained inside of her. She manually removed the pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture